Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report several no delivery alarms and a high blood glucose level. The customer's blood glucose reading was 550 mg/dl. The customer treated with manual injections. The customer found out that the alarm was caused by a set or reservoir occlusion. Nothing was returned.